Event description:
The tip protector inside of the cap of a skin marker fell out.

Manufacturer narrative:
It was reported that when the cap was removed from a skin marker, the tip protector fell off. There was no injury or medical intervention provided. The sample was not returned for evaluation. An unused sample was returned and evaluated. The protective cover was still inside the cap. There is a molded retaining ring and 10 molded ridges inside the top of the cap which are used to hold the protective tip in the cap. It took a considerable amount of force to remove the protective tip cover from the cap. Without an actual sample, a root cause was not determined. It is unknown if the tip fell into the surgical site, however due to the reported incident and in an abundance of caution, this medwatch is being filed. Sample not returned.